Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motion sensor test failure alarm and unable to perform any tests due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and also had motion sensor test failure. The customer¿s blood glucose level was 113 mg/dl. The customer reported that they received a motor error alarm and also had motion sensor test failure. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.